Event description:
The customer reported that the device failed to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no reported pt involvement. A philips bench technician evaluated the device and confirmed the failure. The problem was traced to a faulty power pca. The power pca was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer. This was a malfunction of the power pca that caused a failure to power up.